Manufacturer narrative:
Concomitant medical products: product ID :97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain/chronic low back pain. It was reported that the paddle is not working, the little junction box on the rtm was getting warm and now it's getting very hot. Patient stated controller screen showing no device found, unable to charge implant and last night she got a shock when the screen was showing the "recharge mode". Ps asked patient to connect the rtm and start a charging the implant and patient said the screen is showing excellent recharging quality which didn't happened last night. Patient stated the controller and ins are both 100% charged up. Patient stated she turned off her implant last night to save on the charge. Ps reviewed meaning of passive recharge state and patient said she knows about that because she had the device for few years. Ps reviewed the rtm will be replace due to rtm getting hot.